Manufacturer narrative:
The process of gathering information is ongoing. Results of the investigation will be provided to the follow-up report.

Event description:
On (B)(6) 2019 arjo was informed about the citadel plus bed malfunction, which occurred in south georgia medical center in the us. It was reported that one of four safety side rails was damaged. There was no indication regarding patient involvement. No injury or other medical consequences reported. During inspection of the bed carried out by arjo technician, it was confirmed that the right head end safety side rail was seriously destroyed. The side rail upper arm pivot and hinges were bent and release mechanism and plastic panel were damaged with sharp edges visible.

Manufacturer narrative:
On 17 oct 2019 arjo was informed about the citadel plus bed malfunction, which occurred in (B)(6) medical center in the us. It was reported that one of four safety side rails was damaged. There was no indication regarding patient involvement. No injury or other medical consequences reported. During inspection of the bed carried out by arjo technician, it was confirmed that the right head end safety side rail was seriously destroyed. The side rail upper arm pivot and hinges were bent and release mechanism and plastic panel were damaged with sharp edges visible. Although the safety side rail cover was still attached to the bed frame, it was not possible to lock the panel in an upper position. The facility staff did not provide any details regarding circumstances in which this issue occurred, however based on the evaluation results it can be concluded that the excessive force needed to be applied to cause such damage. Please note, that according to the instruction for use dedicated to the citadel plus bed (831.374 rev a), the operation of the side rails needs to be checked daily by the trained and qualified personnel. If any malfunction is noticed, the bed should be withdrawn from use and the customer should contact arjo approved service agent. It should be noticed, that the claimed malfunction can be easily noticeable before use. It needs to be pointed out that 100% manufactured citadel plus beds are checked during the quality inspection gate at the manufacturer side to verify the required product specifications and check whether the acceptable performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record for serial number (B)(6) manufactured on 12 sep 2018) has been reviewed for this specific device and no anomaly was found. This is evidence that the bed met the manufacturer's specification prior to the delivery to the facility. Based on the above-outlined findings, it can be concluded that without some additional force applied, it is unlikely that the safety side rail can be damaged as reported. The device evaluation confirmed that the device did not meet the manufacturer's specification. There was no indication that the device was used for patient care. The complaint was determined as reportable as the reported malfunction may lead to a potentially hazardous situation if occurs during use with the patient.